Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that a tritanium tl steerable inserter and a tritanium tl steerable inserter shaft were jamming intra-operatively and were unable to insert a cage. The procedure was completed successfully using different instruments with no surgical delay and no adverse consequence to the patient. This report captures the inserter shaft.